Event description:
The customer reported the system was hung up. No report of patient injury.

Manufacturer narrative:
The repairs on this system were not disclosed. The complaint does indicate phone support was performed. No conclusion can be drawn. However, no reports of patient or staff injury.